Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a couple of programs that work for different things. The patient stated that ¿program 1 work for one thing and program 3 works for another.¿ the patient inquired if the 2 programs could be combined to take care all of the issues. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.